Event description:
The manufacturer received information alleging there was no response from the mute button was found during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. There was no report of serious harm and/or death. The trilogy evo was evaluated by a philips service technician. The device evaluation found the keypad was faulty thus causing no response from the mute button that is located on the front panel of the device. The philips service technician replaced the device's front panel to address the reported issue. Additionally, during the service of the device, the air inlet foam filter, particulate filter, and muffler assembly were replaced proactively for unrelated to the reportable malfunction/issue. After replacing the parts on the device, the philips service technician performed the final and run-in tests, along with the battery and valve checks. The philips service technician confirmed the device was operating properly, and it was cleaned.